Event description:
It was reported that there was an increase in the residual volume at the last two refills (-32% discrepancy). The pt had some increase in pain over the past several months. The device was removed for a suspected pump/catheter issue. The reason for catheter removal was a hole. A rotor study was not performed. A dye study was not performed as they were unable to aspirate the catheter. The pump administered dilaudid at a concentration of 30mg/ml and a dose of 12.768mg/day and bupivacaine at a concentration of 10mg/ml and a dose of 4.256 mg/day.

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A f/u report will be sent when analysis is completed.